Event description:
A technician reported a lens exchange due to a refractive surprise. The technician reported the surgeon does not know the reason for the surprise and that there was no error in calculation. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There has been one other similar complaint reported in the lot number. Additional information was requested on 11/04/2010 and 11/18/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).